Event description:
It was reported that during an unk procedure, the tip of the choice pt guidewire detached inside the pt. The broken piece was retrieved without operation. No pt injuries or complications were reported. Pt status post procedure is noted as ok. Add'l info regarding this event has been requested.